Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging, stylet/mandrel removal and/or during preparation for use resulted in the noted stretched inner member and ultimately resulted in the reported/noted tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the 5.5x80 mm supera self expanding stent system (sess) packaging, the white tip was noted to be separated. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.